Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider regarding a patient who was implanted with an implantable neurostimulator (ins) for spinal pain. Healthcare provider (hcp) indicated that the patient claimed that the device had not been working for years (date of call 4 dec 2020).the caller did not have more specific information and was not with the patient at the time of the call. The caller indicated that the patient had an xray and CT scan myelogram yesterday (3 dec 2020). At the time of the scans, a nurse indicated that the implanted device was turned off based on the patient programmer. The caller indicated that the patient contacted them today because she felt shocking during the scan procedure and she thinks that the implanted device is not working. The reason for the call was to ask about information about the status of the patient's device. Reviewed information. The caller indicated they will attempt to set up a time to have the implanted device interrogated by a rep.